Event description:
It was reported that lead was explanted due to insulation abrasion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received internal insulation abrasion breaching the re lumen was noted at 12.0 to 16.3cm from the distal tip. The etfe and ptfe insulations were intact.